Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus video system center was not producing an image during preparation for a diagnostic gastroscopy procedure. According to the initial reporter, another device was used to completed the intended case. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the reported phenomenon ¿no image from composite output¿ was confirmed and was determined to have occurred due to damaged video output terminal of the main board. As a result of DHR review, it was confirmed that the device met its standards at the time of shipment. Olympus will continue to monitor field performance for this device.